Event description:
It was reported that pt was unable to adjust stimulation. The implantable neurostimulator entered a power on reset condition (por). The por condition was cleared over the telephone.

Manufacturer narrative:
(B) (4).